Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation. Visual and functional inspection was performed, and no failure was found. No formal investigation action is being taken since the reported issue could not be confirmed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding set presented water filtration in the union of the bag with the device. There was no patient involvement therefor there was no patient injury, medical intervention, or adverse reaction associated with this event.